Event description:
It was reported that a catheter extension set was having issues disconnecting during use. According to the reporter, this occurred ¿where the plastic tubing connects to the end connector.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A leak occurred due to the disconnection. The reporter indicated that this occurred during use with a non-baxter power injector. The event occurred in the week prior to (B)(6) 2015, (B)(4). Correction and additional information: all codes replacing all codes previously reported. The device was received for evaluation with blood inside of its fluid pathway. Visual inspection was performed with no defects noted. A simulated use test was performed in which the device was primed using the instructions on its label copy; the device was found to leak from between the tubing and luer lock assembly. Clear passage testing was performed, and the device passed. Underwater pressure testing was performed and identified a leak from the same location as the simulated use test. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.